Manufacturer narrative:
Device engineering logs for the reported event date of 12-mar-2026 were reviewed. No instances of malfunction alerts, motor errors, or factory reset were identified. The data indicates that the ilet was delivering insulin as requested and responding appropriately to cgm glucose values and alerts, which were largely acknowledged by the user. A libre 3+ sensor was in use during the event. Based on the available data, the device was functioning as intended. The reported hyperglycemic event requiring hospitalization is not attributed to a confirmed device malfunction.

Event description:
On (B)(6) 2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 590 mg/dl following a supply change. The user was transported to the hospital by a caregiver where the user was diagnosed in hyperglycemia and treated with insulin and discharged (B)(6) 2026. No long-term health effects were reported.